Event description:
It was reported that the procedure was not completed. The target lesion was located in the left anterior descending artery. A crossboss catheter was selected for use. During the procedure, the device could not cross the lesion. Subsequently, the device was withdrawn and was found to be bent/kinked. The device could not be used, and the procedure was not completed due to this event. No complications were reported and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip and shaft included microscopic and visual inspection. Inspection found no damage or defect with the returned device.

Event description:
It was reported that the procedure was not completed. The target lesion was located in the left anterior descending artery. A crossboss catheter was selected for use. During the procedure, the device could not cross the lesion. Subsequently, the device was withdrawn and was found to be bent/kinked. The device could not be used, and the procedure was not completed due to this event. No complications were reported and patient was stable.